Event description:
When loading the exeter stem onto the stem introducer, the spigot would not engage with the introducer and was getting caught on the introducer. The surgeon did not use the stem introducer when inserting the stem in to the patient after issue occured.

Manufacturer narrative:
An event regarding damage involving an exeter spigot protector was reported. The event was confirmed. Visual inspection confirms that the lug of the spigot protector is slightly bent. There are also marks and damage to the spigot protector that are consistent with trying to load on to the introducer. The device could not be dimensionally inspected or functionally tested due to the damage to the spigot. Device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. A review of the complaint history database shows that there have been no similar reported events for the subject lot code. The investigation concluded that the root cause of this event was due to a manufacturing issue with the spigot supplier to (B)(4). During the injection moulding process, deformation of the spigot protector was due to the stop of the machine following an alarm and a restart of the production just after. A previous nc was raised for damaged spigots and this was escalated to CAPA. This event is similar to the previous event and nc has been raised to investigate.

Event description:
When loading the exeter stem onto the stem introducer, the spigot would not engage with the introducer and was getting caught on the introducer. The surgeon did not use the stem introducer when inserting the stem in to the patient after issue occured.

Manufacturer narrative:
It was noted that the stem was implanted in the patient. Additional information has been requested and if received, will be provided in the supplemental report. Device implanted.